Manufacturer narrative:
The device was not received. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) caucasian male that had collapsed on the street, resuscitation unclear at the time, there was intervention of right coronary artery (rca) and left coronary artery (lca) with 3 drug -eluting stent (des) and impella was implanted. Later that evening patient was unstable with hemodynamic and ECMO implanted. A day later on (B)(6) 2018, patient had leg ischemia on the impella side and the impella was removed. After the explantation the leg recovered.